Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4: batch # 185c69. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload (d) was received. The reload was received fully fired and with slightly damage on the reload deck. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review : a manufacturing record evaluation was performed for the finished device batch number 185c69, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the diagnosis? -lung cancer what was the procedure? -tongue resection for lung cancer what vessel/vessels was the stapler used on? -unknown which vessel was bleeding? -unknown what stapler was used along with the cartridge reported? -ec60a was a vascular cartridge used on the vessels? If no vascular cartridge was used, which cartridge was used on the vessel? -no. Ecr60 reloads. What was the total estimated blood loss (ml)? -200 ml was a transfusion required? -no what was the pre and postoperative anti-coagulant and pain management protocol? -unknown was the bleeding intraluminal or extraluminal? - intraluminal any clips, clamps, or graspers near the area where the device was being fired? -unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung cancer surgery, reload fired with no abnormalities and the staples were well formed. During final irrigation of body cavity, the staple line suddenly ruptured which resulted in significant bleeding. The patient was immediately converted to open surgery, and new reloads were used with the same gun for re-anastomosis. There was a 30 minute delay in the procedure.